Manufacturer narrative:
The device is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection noted the header was loose but still intact by some of the connecting wires. An x-ray revealed two of the connecting wires were severed. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. Laboratory technicians confirmed the field report of header damage. The damage to the header was observed to be procedurally induced.

Event description:
Boston scientific received information that patient received two inappropriate shocks due to a fractured right ventricular lead. During the lead revision, the physician experienced difficulty removing the device from the pocket because it was implanted sub-pectoral. The force used to remove the device resulted in the header partially comming of the device casing. It was also noted that a set screw was missing from the header. The device was returned for analysis. No additional adverse patient effects were reported.